Event description:
The IV pump set to administer 125 ml over 2 hours. The rate was set for 62.5 ml. There was a 250 ml bag of vancomycin hanging. The nurse confirmed the settings, and started the infusion. The nurse returned to check on the pt and the entire 250 ml of vancomycin had infused over approx 30 mins. It was identified by biomed re-production /pm. The pin on the top of the platen (that holds the IV tubing against the pump assembly) was broken. This allowed a gap between the platen and the tubing. This allowed the fluid to continue to drip without control.